Event description:
It was reported that the patient was being re-implanted on the day of report after her entire system was removed due to an infection. It was not known when the entire system was explanted due to infection. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant: product ID 3778-60, serial# (B)(4), product type lead; product ID 3708140, serial# (B)(4), product type extension. (B)(4).